Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the accident and emergency department. The patient experienced headache and swelling around the pump pocket site. A catheter problem was observed under x-ray and the physician made the decision to revise the catheter. During the catheter revision surgery, it was observed that the catheter was severely twisted, retracted behind the pump, and had breakage due to being twisted. The physician concluded from the pattern of catheter twisting that the patient was a twiddler. The sutures anchoring the pump to the pump pocket had severed, allowing the patient to twiddle the pump. The pump pocket site also had approximately 200 ml of fluid. The patient experienced a cerebrospinal fluid leak due to the catheter breakage. The catheter was revised with a catheter revision kit and the pump pocket was revised.

Manufacturer narrative:
The model # and catalog # were changed to 91823 as the previous number was incorrect. (B)(4).

Event description:
The patient was discharged after the surgery with no other updates.